Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a left colectomy procedure, the shears started to present a strange noise in the jaw, and after it, the jaw broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient